Event description:
During the shift check, after the patient call, the autopulse platform (B)(6) tabs that hold the lifeband were observed broken. Per the reporter, this issue did not affects the functionality of the platform during the call. However, the new lifeband could not be installed due to the broken tabs. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6) tabs that hold the lifeband were observed broken was confirmed during visual inspection. The locking tabs of the lifeband cover plate on the front and bottom enclosure were damaged. These locking tabs secure the lifeband cover plate to the channel (die-cast) of the autopulse platform. Most likely, the damaged locking slots did not allow the customer to fully connect the lifeband to the platform. In addition, the front enclosure shows cracks in the screw well area that might also affect the lifeband connection to the platform. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling, such as a drop. The front and bottom enclosures were replaced to address the reported complaint. In addition, unrelated to the reported complaint, a crack on the top cover was observed. This type of physical damage was likely attributed to mishandling such as a drop. The top cover was replaced to address the observed physical damage. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).